Event description:
It was reported that at follow up, the device could not be interrogated. The device was explanted. Patient condition after event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally. With further bench testing, high current was observed in the hybrid. The cause of the no communication could not be determined.